Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that universal serial bus (usb) cable connection at the rear of the tower had excessive play, causing disconnect alert sounds when moved, indicating a likely faulty connection point, potentially due to a bad ccib. A field service engineer (fse) replaced the ccib and cab boards to resolve the issue. Further the technical support specialist (tss) performed a firmware update on the station and confirmed that everything was working smoothly. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet 02 drawers went offline, and a ¿device found on drawers disconnected¿ message was displayed, making the cr application inaccessible. Restarting the application restored access. Network configuration was verified as appropriate, and no unexpected shutdown events were identified. However, there were no delay in patient care and no adverse events or injuries reported based on this event.